Event description:
A peritoneal dialysis (pd) nurse reported the patient was hospitalized for atrial fibrillation on (B)(6) 2014. The patient had not been connected to the device at the time. While hospitalized the patient requested all dialysis treatments ended and her pd catheter was removed as of (B)(6) 2014. The patient was transferred to hospice care on (B)(6) 2014 where she subsequently passed away as of (B)(6) 2014. Medical records have been requested and are not available.

Manufacturer narrative:
Per the pd nurse, the patient's expiration is attributed to the voluntary cessation of all dialysis treatments. The actual device was not returned to the manufacturer for evaluation and it is unknown how it may have contributed to the event. Additional information has been requested from the treatment provider to support the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation.